Manufacturer narrative:
(B)(4). The reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event. Please see associated reports:0001825034-2016-04060, 0001825034-2017-06847.

Event description:
It was reported that a patient was revised due to pain approximately 1 year post initial implantation. Attempts have been made and no further information is available at this time.